Event description:
It was reported that during mitral valve a slow but noticeable decrease in the balloon inflation pressure of the balloon catheter was noted. At the same time, there was a noticeable leakage of bloodline fluid into the operating field, yet the balloon was still clamping the aorta as verified by the difference in aortic root pressure and right radial artery pressure. At the conclusion of the case, company checked the balloon and discovered a nearly invisible pinhole leak in the balloon that was only visible from the small fluid jet that followed inflation of the balloon with 30 ml of fluid. The case was completed successfully with the balloon, but the clinician had to refill balloon every couple of minutes.